Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer pushed through the resistance and filled the existing cartridge with the original needle. Customer¿s blood glucose was 128 mg/dl.